Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include both leg and feet swelling. Once at the hospital the patient was treated with insulin. The patient was discharged from the hospital after 17 days.